Manufacturer narrative:
Manufacturer investigation conclusion: review of the log files provided by the account confirmed driveline disconnect events; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data from 15:33:09 on (B)(6) 2020 through 04:33:54 on (B)(6) 2020, per the timestamps. On (B)(6) 2020, the driveline appeared to be disconnected at 07:48:50 and then again at 07:49:33, causing the pump to stop each time. These events were associated with power b broken, power a broken, com b fault, com a fault, and low pump current fault flags as well as low flow, driveline disconnect, and lvad_off alarms. The events lasted approximately 7 seconds and 12 seconds, respectively. Following the second event, the pump regained speed and assumed normal operation for the remainder of the file. Despite the observed events, the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced pump stops due to driveline disconnects.